Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) the full lead was returned. Proximal conductor distorted at electrode end (within 20cm). The outer insulation is pulled apart (overstress). There is lead stretched noted. Distal conductor blood/fluid obstruction.

Event description:
It was reported that during the implant procedure the lead doubled back on itself and got stuck in the coronary sinus. Resulting the removal of the lead and the mb2 catheter. It was noted, "there seems to be a blood clot holding the tip to the ring part of the lead, if this were removed then the lead would straighten out as normal". The device was not implanted. No patient complications have been reported as a result of this event.